Event description:
It was reported there was a problem with coupling and/or communication with the implanted device during recharging. An overdischarge was suspected. On 60 min countdown (physician mode recharge) had been attempted. The pt was normally get approx 2 bars during recharging. Troubleshooting was considered including pocket depth and add'l physician mode recharges. A power on reset (por) also occurred. Pt compliance with recharging was the primary reason for the suspected overdischarge. Add'l info rec'd indicated the pt was scheduled for a complete system replacement (including lead replacement) to a primary cell device in (B)(6). Implant depth and pt's inability to recharge in a timely manner were the main issues.

Manufacturer narrative:
(B)(4).